Event description:
Venupuncture by physician into left internal jugular vessel for placement of triple lumen cental venous line. Guidewire advanced without any resistance until 30cm. At that point, the wire was advanced with slight resistance then after 40cm it felt as if the wire was curling. Then, pulsating blood gushed around the wire. The wire was withdrqwn but could not be completely removed. Direct pressure was applied. Guide wire was left in and surgery physician was contacted. Patient was taken emergently to or for removal of wire. In or, it was discovered there was injury to the left common carotid.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.